Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate (lcp) broke. On (B)(6) 2016, a patient was implanted with a 4.5 mm lcp condylar plate and unknown screws. Subsequently, the patient experienced a distal femoral non-union and broken plate. On (B)(6) 2017 the broken hardware and screws were removed; a biomet plate and nail were implanted to treat the fracture. There was no surgical delay reported. Broken hardware was removed easily and no fragments were generated; no other medical intervention was required. Screws were removed intact. The procedure was successfully completed and patient outcome stable. This complaint involves one device concomitant devices reported: unknown screws. This report is 1 of 1 for (B)(4).